Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a piece of the insulin pump broke off on the side. Customer does not recall any significant events leading to the error. Customer's blood glucose was 229 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.